Event description:
An anesthesia resident inserted the epidural catheter under the supervision of the anesthesia fellow. When unable to advance the catheter the fellow withdrew epidural catheter through the needle guide. The needle transected the epi catherter allowing the tip to remain in the epi space.